Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, underweight, red and white particles in gel, fold creases, wear abrasion. A microscopic analysis was performed which identified; broken shell with smooth edge in the same location of crease assessed as fold flaw opening and broken shell with smooth edge assessed as smooth opening. Based on the device analysis the final assessment is: broken shell with smooth edge in the same location of crease assessed as fold flaw opening, and a broken shell with smooth edge assessed as smooth opening.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.